Event description:
It was reported to philips that the device was not turning on. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the biomed and was unable to duplicate the reported problem. Upon conclusion of the evaluation, the biomed was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.